Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified a drawing high current in a compromised circuit. This resulted in the observed premature battery depletion.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.